Event description:
The first perclose prostyle used made a cracking sound and it was seen that the metal was bent. It was removed from patient and a new device used. This perclose prostyle then broke off in patient and they had to go into surgery for a cutdown to have it removed. FDA safety report ID # (B)(4).